Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was in the 240s mg/dl. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level at the time of this issue was 165 mg/dl.